Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 23 mmol/l at the time of incident. The customer treated for high blood glucose with insulin pump. Customer experienced symptoms of high blood glucose level such as nausea and vomiting. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was not auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Cannula was bent of infusion set. The insulin pump will not be returned for analysis.